Manufacturer narrative:
This is one of two reports being reported for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve (thv) was implanted in the aortic position via a right transfemoral approach in a patient with a pre-existing non-edwards bioprosthetic valve, during the procedure, complications arose when the crimped thv became lodged between the leaflets and the upper stent-frame ring of the non-edwards during positioning, prior to any attempt at deployment. Several maneuvers were attempted and at the end, 1 ml was injected into the commander delivery system in an effort to slightly inflate the balloon and facilitate release of the thv. During the pull-back maneuver to disengage the thv, the valve appeared partially deformed, raising concerns about potential damage. Subsequently, the thv dislodged from the commander end, as confirmed by fluoroscopic imaging. Due to the valve dislodgement, surgical intervention was required to remove the device. Approximately 15 minutes after the procedure concluded, the patient went into shock, likely due to prolonged lower body ischemia during vascular access and perfusion interruption. Despite resuscitative efforts, the patient could not recover from the shock and passed away shortly thereafter.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage was confirmed based on the evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the procedure, complications arose when the crimped thv became lodged between the leaflets and the upper stent-frame ring of the perceval valve during positioning -prior to any attempt at deployment. Several maneuvers were attempted and at the end, 1 ml was injected into the commander delivery system in an effort to slightly inflate the balloon and facilitate release of the thv. During the pull-back maneuver to disengage the thv, the valve appeared partially deformed, raising concerns about potential damage.'' Based on the evaluation of the returned device, the valve was partially expanded and the valve frame was distorted at the outflow with several bent frame struts. Provided imagery shows the thv frame partially and asymmetrically expanded. In this case, it was reported that the sapien 3 ultra resilia valve frame got caught within the pre-existing implanted non-edwards valve while attempting to position the thv. Maneuvers were performed and the balloon was slightly inflated (1ml) to in an attempt to release the thv from the non-edwards valve. The interaction between the thv and the pre-existing valve, along with the maneuvers performed to disengage the thv likely caused the reported thv frame deformation. As such, available information suggests that procedural factors (pre-existing valve, device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per evaluation of the returned device, the valve frame deformed at the outflow side, with four (4) struts bent outwards.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided. The following sections of this report have been updated: b.4, b.5 g.3, g.6, and h.2. The investigation is ongoing.